Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon reported that the permanent cautery spatula (pcs) instrument was inspected prior to use and no abnormalities were noted. The surgeon observed no issues with the functionality of the instrument. At the time, the doctor was dissecting/removing a tumor. The surgeon indicated that there was a possible collision with other instruments as in transoral cases the instrument commonly collides with the oropharyngeal retractor. It was noted that the instrument was never removed prior to the reported issue. The ¿wheel¿ had likely fallen into the patient in the middle of the procedure. The piece was found missing as the robot was being undocked by the surgeon himself. Upon final removal of the instrument through the cannula, the instrument was straightened and the staff felt resistance when removing through the cannula. No damage was observed on the cannula no other damage observed on the instrument. The surgeon stated that the fragments were never located and a direct laryngoscopy and chest x-ray were performed but nothing was found. After, the surgeon clarified that the black plastic piece holding the end of the spatula broke. It was noted that it seemed to be part of the moving arm responsible for moving the spatula tip back and forth. At the time the laryngoscopy was completed and the patient was still intubated in the operating room (or). No additional anesthesia was required. The patient has not returned to the hospital due to experiencing any post-surgical complications due to retaining a foreign object. It was unknown if the instrument would be returning for analysis. The surgeon was not sure if there was any video/image available for review. The surgeon confirmed the procedure was completed robotically with no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the permanent cautery spatula (pcs) instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product. No image or video was provided for review. A log review was conducted, which resulted in the following findings: the logs showed the customer last used the pcs instrument part# 470184-13 lot# n10200323-0042 on (B)(6) 2021 during a procedure on system sk0767. The instrument had 8 uses remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the permanent cautery spatula (pcs) instrument a "wheel" was missing from the instrument as it was removed through the trocar. The missing piece allegedly fell inside the patient, but it was unknown if it was retrieved, or if it remained inside the patient's anatomy. Although an x-ray was performed and revealed no evidence of a fragment inside the patient's anatomy, the location of the fragment remains unknown. In addition, the root cause of the instrument breakage which resulted in the broken fragment is unknown.

Event description:
It was reported that during a da vinci-assisted benign tongue base resection surgical procedure, the surgeon straightened the wrist of the permanent cautery spatula (pcs) instrument and removed it through the trocar. As the instrument was removed, the pcs instrument was noted to have a "wheel" missing from the instrument. The missing piece allegedly fell inside the patient, but it was unknown if it was retrieved, or if it remained inside the patient's anatomy. An x-ray was performed, and no fragment was observed. The location of the missing fragment remains unknown. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to request additional information from the customer concerning the reported event. However, no further details have been received as of the date of this report.